Event description:
Patient had star sliding core and tibial component revised.

Manufacturer narrative:
Tibial component was realigned and poly sliding core was changed out. Review of device history records showed no anomalies.